Event description:
When doctor asked to deploy the clip, the clip did not deploy as it would have normally done. The clip was stuck and the wire/spring completely bent outside of the hand mechanism. Doctor had to pull the wire out and use a different clip during our procedure.